Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at an urgent care centre on (B)(6) 2026 with an infection that developed at the infusion site (leg) while wearing the pod between 36 and 48 hours. The site was reported to be painful, itchy and have a large lump. The patient was diagnosed with cellulitis and treated with an unspecified topical cream and unspecified antibiotics. The patient was released later the same day.